Manufacturer narrative:
H6 investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The cause of minor bleed/access site adverse event was most likely anticoagulation management related since the act value at the time of bleed was 300 (recommended range: 160-180). The cause of hemolysis/mechanical interaction with blood was unable to be determined as limited clinical details were provided and no product was returned for review.

Manufacturer narrative:
The impella device has not been received from the customer; therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 75-year-old male supported with an impella cp 5.5 for ami/cardiogenic shock experienced oozing from the left femoral access site after transfer to the ICU. Bleeding was observed at the repositional unit/introducer hub valve with act ~300; hemostasis was achieved with manual pressure. Suspected hemolysis occurred during support, confirmed by hemolyzed labs; imaging verified good pump position and no contact with mitral structures. Contributing factors included high afterload and patient movement. The device was not removed due to the events. Care was withdrawn on (B)(6) 2026 at 6:54 am and the patient expired. Pump and introducer return are expected; no download required. The death is conservatively being reported on the impella cp but is unlikely a contributing factor to cause of death and is more likely due to underlying clinical condition. Hemolysis and access site bleeding are consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
B5 was updated with additional information and h6 code f1904 was added. G2 report source company rep was was inadvertently omitted on the initial report therefore selected on this report.

Event description:
Updated clinical rationale: an impella cp device was inserted percutaneously into the left femoral artery in a 75-year-old patient presenting with acute myocardial infarction (ami) and cardiogenic shock (cgs) requiring cardiopulmonary resuscitation (CPR) on ventilator support prior to initiation of support. The impella cp was inserted for ventricular support prior to protected percutaneous coronary intervention (ppci) of the left main (lm) artery and left circumflex (lcx) artery. While the patient was in the intensive care unit (ICU), oozing blood developed at the repositional unit/introducer hub of the impella access site. Hemostasis was achieved via manual pressure. Activated clotting time (act) was 300 at the time of the bleed. During impella support, there was suspected hemolysis as evidenced by hemolyzed labs. Imaging confirmed good pump position and no contact with the mitral structures; however, the impella pump was later repositioned and the bleeding and hemolysis resolved. Contributing factors included patient movement and high afterload. Care was subsequently withdrawn and the patient expired. The post-procedure outcome was expired at explant. Bleeding and hemolysis may be influenced by patient-specific and device-specific factors such as critical illness, anticoagulation status, and device purge requirements. The impella device is unlikely to have contributed to the patient¿s death which was most likely due to the clinical condition of a critically ill patient who presented with ami and cgs.